Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02977. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, x-rays were taken and confirmed that the leads that were initially implanted at c3 and are now located at c4 and c5. Troubleshooting was performed to no avail. As a result, the patient may undergo surgical intervention to address the issue.